Event description:
During programming history review it was observed that an interrupted system diagnostics test occurred on (B)(6) 2007 which altered the pt¿s settings. All the settings were corrected prior the pt leaving the office except for the off time and signal frequency. The settings were completely corrected on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.